Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor error during set change. Troubleshooting for motor error was performed. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. It was reported that the insulin pump was not able to rewind. It was indicated that the customer pressed the motor with a pend and was able to change sets and alarm did not occur but customer was unable to rewind insulin pump for the end. Drive support cap was normal. It was indicated that the insulin pump will be replaced. There was no indication of the insulin pump returning for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08720 inches. No motor error alarms or rewind anomalies noted. The motor was tested outside the device and passed. Unit was received with cracked case at display window corners, display window and battery tube threads. Unit was received with minor scratched display window and case. Unit was received with stained back address / serial number label.